Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette was leaking from the membrane when the cassette was removed from the homechoice cycler. This occurred at the end of peritoneal dialysis therapy and the patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed as well as functional testing, which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. During the evaluation a leak was observed which was determined to be due to a cracked cassette identified during visual inspection. The cause of the cracked cassette was not determined. Should additional relevant information become available, a supplemental report will be submitted.